Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "I went to use the blood pressure machine and once I turned it on, the cuff would not stop inflating" and "was giving an error code." Per the customer contact, "I was left with a red mark on my arm for about 2 hours due to how much the cuff was inflated" and had "arm discomfort." The customer contact reported that her "home health aid looked at the machine and was unable to fix it" and they "tested it on other people and it wouldn't stop inflating." The customer contact stated that during this time she has been "using a different blood pressure machine that her home health aid provided to monitor her blood pressure." The customer contact noted that she is "feeling fine" following the reported incident and the "red mark has gone away." There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer contact on (B)(6) 2026, "I went to use the blood pressure machine and once I turned it on, the cuff would not stop inflating" and "was giving an error code."